Manufacturer narrative:
Literature citation: toshiaki maruyama, takahiro kubo, yoshtaka hagiyama, masatoshi shimamura, reito miyamoto, susumu otsubo, norihiko sumiyoshi, toshiaki tajima,"treatment experience of balloon kyphoplasty for osteoporotic vertebral fracture" mean age: 77.5 years. (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that balloon kyphoplasty was performed on 13 patients between 2012 and 2016.treated levels were th11-l3. Postoperatively ,vertebral wedge rate improved to 85% from 57% pre-op, but after one week from the surgery it reduced to 79% and further reduced to 69% at final follow-up.